Event description:
It was reported by the customer that the bd pyxis medstation es system produced an electrical burning smell and stopped responding. During device inspection, the field service engineer found that the smokey smell was due to burnt solenoid which resulted damage in drawer boards. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-nov-2022 to 16- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the electrical smell was due to a burnt solenoid. The field service engineer substituted both controller boards (aux 2.1 and 2.2) as well as the pmc board. Additionally, replaced the solenoid on aux drawer 2.1, the field service engineer also rebooted the station and reconfigured the drawer to resolve the issue. The system functioned as intended after being assessed by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smokey electrical smell was due to a burnt solenoid. A field service engineer replaced the burnt solenoid and affected drawer controller and circuit boards. System was rebooted and the auxiliary drawers were reconfigured to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system produced an electrical burning smell and stopped responding. During device inspection, the field service engineer found that the smokey smell was due to burnt solenoid which resulted damage in drawer boards. There were no adverse events or injuries reported based on this event.